Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
It was reported during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported patient injury.